Event description:
Healthcare professional reported to competent authority, "base plate leak (spontaneous) leading to volume less from lap band and therefore system failure. Access port replaced." Follow-up findings: surgeon performed fills, using b braun coring 22g x 30mm needles.

Manufacturer narrative:
(B)(4). The surgeon, who reported the complaint to the regulatory body, was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the diagnostic testing, patient data or if the device will be returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."